Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. During system check with tandem technical support, the root cause could not be determined because the customer was unable to complete troubleshooting. Reportedly, the customer will changed pump supplies to address the issue. Customer's blood glucose was 318 mg/dl at time of event.